Event description:
Attempted PICC line insertion, right arm, unsuccessful. Only able to remove 17 inches of 20 inch catheter. X-ray taken, distal end of catheter coiled in vein. Catheter surgically removed by cut-down procedure.